Event description:
It was reported that the event involved a male pt while in the cath lab. When inserting the intra-aortic balloon (iab) into the teflon sheath via right femoral artery the user felt resistance and could not advance it. As a result, the iab and teflon sheath were removed as one unit successfully. A new iab was inserted via the same insertion site (right femoral artery) successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy. The pt outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.